Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was excessive force on the cable. It was reported that the paramedics performed resuscitation efforts on the patient. When the device was shut off, the patient was in a life-sustaining rhythm. The patient was unable to be revived by the paramedics. There is no indication or allegation that the device malfunction contributed to the patient's passing.

Event description:
Electrode belt sn (B)(4) was returned to zoll during the investigation of a patient death. A reportable device malfunction was discovered during this investigation. A us distributor notified zoll that a patient passed away on (B)(6) 2015. When the lifevest was removed the patient was in a life-sustaining sinus rhythm at 80 beats per minute (bpm). The device was then shut off. While monitoring the patient's rhythm no ventricular fibrillation (vf) or ventricular tachycardia (vt) arrhythmias were detected. There is no indication or allegation to suggest that the lifevest caused or contributed to the patient's death.